Event description:
Ventriculojugular shunt placement approx 20 yrs ago for unclear reasons. No neurological evaluation since 1978. Began to show signs of confusion & then became unresponsive just prior to admission. CT showed massive enlargement of 2nd & 3rd ventricles with cystic lesion. Blockage or failure of the shunt suspected.